Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes the tube under filled. There was no reported patient impact. The following information was provided by the initial reporter: we are having issues with some of our blood tubes losing vacuum and not filling with blood. These are sst tubes, batch 0325987 would temperature affect this as I suspect they may have been stored in temperatures that have gone above 22 deg.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/6/2021. H.6. Investigation: bd received 47 samples for investigation (material #367954, lot #0325987). 20 samples were randomly selected and evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes the tube under filled. There was no reported patient impact. The following information was provided by the initial reporter: we are having issues with some of our blood tubes losing vacuum and not filling with blood. These are sst tubes, batch 0325987 would temperature affect this as I suspect they may have been stored in temperatures that have gone above 22 deg.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes the tube under filled. There was no reported patient impact. The following information was provided by the initial reporter: we are having issues with some of our blood tubes losing vacuum and not filling with blood. These are sst tubes, batch 0325987 would temperature affect this as I suspect they may have been stored in temperatures that have gone above 22 deg.